Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey response in procedures where a self-fixating mesh was used, a female adult with lower extremity pain encountered an unexpected deep venous thrombosis.